Manufacturer narrative:
If implanted, give date: not applicable, as the product is not implantable. If explanted, give date: not applicable, as the product is not implantable. Attempts have been made to obtain missing information; but no further information was provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported that the doctor ''had a about 3 patients with toxic anterior segment syndrome (tass) on (B)(6) 2018. It was later confirmed that at least 1 patient was affected. In addition, the doctor believes the healon duet may not have caused or contributed to the tass. No additional information was provided.

Manufacturer narrative:
Device evaluation: the complaint sample was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Although, the actual product that was used was not returned, the account returned an unopened product. Chemical tests for ph, particles, osmolality and viscosity and microbiological test for bacterial endotoxins were conducted on the unopened product received. The results were within product quality specification for healon 10 mg/ml and at the same level as the time for release. Retained product evaluation: visual inspection on retained products was performed. Forty-eight samples were investigated. No visible defects were found on the package or solution. The solution was clear and colorless. No visible defects on the product box. The printing on the carton and labels are correct. All components were included in the product without defects. Product deficiency was not found on retain samples. Product deficiency was not found on the retain samples. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search revealed that no previous complaints on this lot have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.